Event description:
Additional information was received that isometric testing was performed; the oversensing was not reproduced. The device was reprogrammed to resolve this event.

Event description:
It was reported that, oversensing of myopotentials resulting in pacing inhibition was observed on the device. No intervention has been performed. The patient was stable.